Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl. The customer stated that insulin pump had multiple pump error alarm. The troubleshooting was performed for the pump error. The customer stated that they were able to clear the alarm but unable to complete the rewind. The customer was treated with the manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No an error in the motor was detected by reading unexpected value from hall sensor noted during testing. The motor was tested outside of the device and passed.